Event description:
It was reported that the user believed the insulin pump was malfunctioning, describing a smell of insulin and apparent leakage each time new cartridges and an infusion set were installed; the user reported performing supply changes correctly, and the issue began with a newly opened box of cartridges consistent with a leak or splash associated with the reservoir component. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with leakage at a seal, aligning with a leak or splash event traced to the reservoir component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.